Event description:
Customer started that nothing comes up on the meters display. Batteries have been changed but still nothing is displayed. A review of the system was conducted over the phone. Batteries were replaced again and the meter came on. The display was now missing segments. Customer was asked to return the meter for further eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.